Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were x-rays taken to determine the location of the needle? Was more than half of the needle retained in the patient? What tissue was the needle retained in? Was the needle removed from the patient during the same procedure? Are there plans to remove the needle from the patient? What are the patients age, gender, weight? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a pediatric laparoscopy procedure on (B)(6) 2017 and the suture was used. During the procedure, the needle has come away from the suture and the needle was lost inside the patient. It is unknown if the needle remained in the patient and how the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: were x-rays taken to determine the location of the needle? Yes. Was more than half of the needle retained in the patient? Whole needle. What tissue was the needle retained in? Between recto-sheath and muscle. Was the needle removed from the patient during the same procedure? Yes, but interventional radiologist was involved and it took two hours just to retrieved the needle ( more than the procedure time). Are there plans to remove the needle from the patient? Has been removed as explained above. What are the patients age, gender, weight? Patient was a girl, (B)(6) years old, not sure with the wt. What is the current condition of the patient? Still on a current treatment for her medical problem (cancer).

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Date sent to the FDA: 06/29/2017. Patient code: (B)(4) additional procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the name of the initial procedure? 2. What was the location of the procedure on the body? 3. Was the interventional radiologist involved during initial procedure? 4. How long was the expected procedure time? 5. Do you have the needle available for evaluation?

Manufacturer narrative:
Date sent to the FDA: 07/27/2017 additional information. Additional information was requested and the following was obtained: 1. What was the name of the initial procedure? Laparoscopic biopsy of abdominal tumour. 2. What was the location of the procedure on the body? Abdominal cavity 3. Was the interventional radiologist involved during initial procedure? Later in the procedure when we tried to retrieved the needle. 4. How long was the expected procedure time? Usually one hour 5. Do you have the needle available for evaluation? No, but the batch no. Was withdrawn from the shelf after the procedure.